Event description:
The home patient (hp) stated that there was a slight leak from the twist sleeve on the transfer set when he re-opened the transfer set during troubleshooting. The hp stated that he told the registered nurse (rn) of the event. The transfer set had not leaked before and has not leaked since. The catheter is taped against the body. The hp has not been over-torquing the twist clamp. No difficulty had been experienced previously when opening or closing the twist clamp and no damage was seen to the set before the issue. No defects were seen with transfer set. The patient was not aware of anything that may have caused the leak. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The device is still in use.